Manufacturer narrative:
Device evaluation is not necessary as extrusion/ rejection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was explanted due to the patient's body rejecting the generator/ extrusion of generator. The patient's previous generator was replaced due to extrusion (as captured in MFR. Report # 1644487-2021-01136). Per the surgeon's office there were 3 potential causes of the extrusion, the patient having an allergic reactions to the sutures (since the first sign was a small hole around the suture), the location of generator was causing the extrusion (the patient's incision ends under the arm and holds her arm over it), or third, that the skin was too devascularized at the incision area. The manufacturer's device history records of the generator were reviewed. Sterility of the generator prior to release for distribution was verified. No further relevant information has been received to date. Device evaluation is not necessary as extrusion/ rejection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's lead was explanted. No further relevant information has been received to date.